Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, stripped battery cap coin slot.

Event description:
The customer reported via phone call that the insulin pump had no power. Customer stated that the insulin pump's battery cap could not be removed. Blood glucose level at the time of the incident was 260 mg/dl. During troubleshooting, the customer was still unable to remove the battery cap. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.